Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed indicating v60 unit powers on by itself. He already replaced the overlay, and it did not solve the issue. Unit has software 2.00. Per remote service engineer- recommended the ui pcba which customer ordered. Investigation is ongoing.